Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder has been found experiencing two occurrences of missing sleeve covers before use. The following has been provided by the initial reporter: it is reported needle on wingset were missing plastic sleeve covering needle before use. Verbiage received, - a cpt reported last week he opened a butterfly and the safety sheath was not covering the needle (#368652). The cpt threw the packaging away. Today 2 butterflies were left on my desk with the same issue. The issue is with lot#9028595.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for loose IV cover with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It has been reported that the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder has been found experiencing two occurrences of missing sleeve covers before use. The following has been provided by the initial reporter: -it is reported needle on wingset were missing plastic sleeve covering needle before use. Verbiage received, - a cpt reported last week he opened a butterfly and the safety sheath was not covering the needle (#368652). The cpt threw the packaging away. Today 2 butterflies were left on my desk with the same issue. The issue is with lot#9028595

Manufacturer narrative:
Change in reportability. This complaint is no longer reportable. This is not MDR reportable. A missing needle cover/shield does not affect the integrity of the product including any loss to functionality of the device or its ability to remain sterile within the individual package. The needle point geometry however may be compromised and lead to difficult insertion during venipuncture. Additionally, a missing cover/ shield could result in a possible clean needle stick. H3 other text : see h.10.

Event description:
It has been reported that the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder has been found experiencing two occurrences of missing sleeve covers before use. The following has been provided by the initial reporter: -it is reported needle on wingset were missing plastic sleeve covering needle before use. Verbiage received, - a cpt reported last week he opened a butterfly and the safety sheath was not covering the needle (#368652). The cpt threw the packaging away. Today 2 butterflies were left on my desk with the same issue. The issue is with lot#9028595.